Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported loss of power.  Physio then replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during a patient event where the patient was only being monitored. There was no report of any adverse effects to the patient during the reported event.